Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo analysis: visual analysis of images submitted for evaluation determined that two winding formers could be observed with an apparently detached and one open box product code w8450g, image not clear to determine failure mode. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional information was requested, and the following was obtained via: please clarify, how many suture/needle pull offs occurred during suturing on this one patient during this single surgical procedure? Ans: 2 pcs of sutures are being used and the suture detached from the swage of the needle. Was a suture needle pull off occurred with all 3 devices during this single surgery? What tissue/location was suturing when pull off occurred? Ans: it happened in a single procedure: tissue & location unknown. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? Ans: no unexpected outcomes, surgeon open another new box of sutures. Was the needle piece removed from the patient during the same procedure? Ans: 2 needle pieces were being removed in the same procedure. Device return: ans: product has been discarded and no samples will be returned for investigation. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2022-02205.

Event description:
It was reported that a patient underwent an umbilical hernia procedure in 2022 and suture was used. During the procedure, the suture got detached from the needle. No adverse patient consequences were reported. Additional information was requested.